Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the ring at the reservoir connection is missing. Customer's blood glucose was unknown at the time of incident. The product will be returned.

Manufacturer narrative:
Findings: unit received with missing retainer ring, reservoir tube o-ring, keypad overlay, serial number label and display window cover. Unable to perform displacement test due to physical damage. Unit received with minor scratched display window and case.